Manufacturer narrative:
Lot number: hcg2020136, expiration date (s): 02/2014. Controls: 25miu/ml hcg urine lot: hcg120809-01; 229.9iu/ml hcg urine lot: hcg120903-01; 210.0iu/ml hcg urine lot: hcg120517-01; 202iu/ml hcg urine lot: hcg120522-01. Clinical positive urine form 6 pregnancy women. Summary of results: retention devices meet qc specification; details below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. (N=29). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=3). The 229.9iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=3). The 202iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=3). Correct positive results were observed when tested with 6 clinical urine samples at 3 minutes read time. (N=1 for each sample). Conclusion: customer's observation was not reproduced in-house with hcg urine control samples. Hcg urine controls at both the cutoff and elevated levels were tested with retain product. Results met qc specification. No false negatives were observed. Manufacturing batch record review did not uncover any abnormalities. Pt's serum was quantified at 113 miu/ml. Hydration status may have affected hcg levels in urine. Unable to identify the root cause without pt specimen analysis in-house. To date, 1 false negative complaint has been reported for lot hcg2020136. Corrective action not required at this time.

Event description:
Caller alleged false negative hcg results. Results as follows: urine was collected at 9:45am; showed negative hcg. Serum run on the same day; quantitative result was 113 miu/ml. Last menstrual period: unk. Customer reports that they do not use a timer when testing.